Event description:
This unsolicited device case from united states was received on (B)(4) 2015 from a physician. This case concerns a female pt (age not provided) whose knees became swollen after receiving treatment with synvisc one. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2014, the pt received treatment with intra-articular synvisc injection, once (dose, indication, batch/lot number and expiration date: not provided) in both knees from a rheumatologist. On an unk date in (B)(6) 2014 (couple or two or three days later), the pt's knee became swollen. The physician reported that she had to give the pt steroid injections to both knees to reduce swelling. Outcome: unk. Seriousness criteria: required intervention. A pharmaceutical tech complaint (ptc) was initiated and results were pending for the same.